Event description:
A customer contacted baxter technical services(bts) regarding assistance with a high drain alarm during drain 2 on the homechoice machine(hc). The technical service representative (tsr) assisted the home patient(hp) to review the therapy and therapy log. The fill volume was set to 1000ml, the cycle 2 ultrafiltration was 1685ml, and cycle 3 ultrafiltration was 833ml. The hp stated the supplies have already been discarded. The tsr advised the hp to contact their nurse about the alarm and see if a manual exchange should be performed tonight. The nurse was contacted on (B)(6) 2012. The nurse stated that the hp did not develop any adverse reactions or require any medical intervention. The nurse stated the hp did not report any further issues and they were currently performing therapy without any complications. The hc unit was operational. There was patient involvement.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter?s investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The reported condition of iipv was confirmed in the event history log review. Review of service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of iipv-adult. The cause was undetermined.